Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the implant procedure of the right ventricular (rv) lead there were placement difficulties but the measurements were acceptable. Additionally, it was confirmed on x-ray, the helix was extended. At post implant check, the rv lead had dislodged, and was showing that the threshold values had increased. Therefore, the patient was scheduled for a lead revision. Prior to the revision procedure, another x-ray was taken and showed that the helix was not fully deployed. The physician repositioned the lead, and reprogrammed the device, and all parameters were stable again. No adverse patient effects were reported.